Manufacturer narrative:
The distal end of the subject device was repaired according to field corrective action by olympus on 2016. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.the exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the biopsy channel of the subject device tested positive for staphylococcus captis (4cfu) and the suction channel tested positive for same bacteria (8cfu) during routine surveillance culturing by the facility. It was reported that the subject device had been reprocessed using an non olympus automated endoscope reprocessor model manufactured by wassenburg with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the evaluation result of the subject device. Olympus france (ofr) followed up the user facility to obtain additional information and ofr was informed that the facility did not brush the subject device sufficiently. The subject device has not been returned to olympus medical systems corp. But was returned to ofr. Following a high level disinfection by ofr, the subject device was sent to a third party laboratory for microbiological testing. In the test, the air/water channel of the subject device tested positive for coagulase negative staphylococcus (1cfu). According to french guideline of march 2007 (elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy), the test result was defined as target level.